Manufacturer narrative:
Additional information : h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
B5 - vtich12.6 diopter corrected to "+3.00/2.5/082" in initial MDR. H6 - device code: 1494, off-label use, acd < 3.0mm. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vtich12.6, -3.00/2.5/082 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Elevated iop (40 mmhg) without pupil block and angle closure were observed on (B)(6) 2020. On (B)(6) 2020 the lens was removed. Cause of the event is reported as patient-related factor. Per the reporter on (B)(6) 2020, "predisposition to suffer from open angle glaucoma. The angle is confirmed open by oct of the anterior pole. Currently intraocular pressure is controlled by azarga and monoprost."